Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out e4 and g2. The device was evaluated by olympus, and confirmed result of the reported event. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to stress of repeated use, external factors, or handling. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope had a gap in the adhesive between the plastic cover and the coupler phone tie. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.